Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the pt developed a hematoma. The pt was taken to the cath lab and underwent angioplasty of the diagonal branch with significant difficulty due to angulation, tortuosity and extensive calcification. Post angioplasty, there was a suboptimal result. An unspecified taxus drug eluting stent was attempted to be placed but was unsuccessful. She did have excellent flow and intergillin was given during the procedure. The procedure was completed with successful percutaneous angioplasty of the proximal and ostial portions of the diagonal branch with suboptimal result but unable to stent. Post procedure, the pt did have an intramyocardial hematoma distally that did not appear to be a free perforation. Following her intramyocardial hematoma, intergillin and heparin were not continued. Post procedure, the pt did have some chest pain and back pain. An ECG revealed no st elevation. An echo did not show any significant effusion. The pt was taken to the pre and post-operative area in stable and satisfactory condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.